Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with an fsl3+ continuous glucose monitor (cgm), with the highest reported glucose of 220 mg/dl for about four hours, after dosing stopped because the fsl3+ was not connected. The infusion set was an inset on the stomach, and the event involved user operation rather than a device component issue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.